Event description:
Rep reported that there was an occlusion of proximal catheter/shunt. As a result, it was revised. It was noted that the surgeon found white precipitate in the lumen of the catheter.

Manufacturer narrative:
Upon completion of the investigation, it has been noted that this complaint has been confirmed. The lot information and product code had not been made available; however, when received the radiopaque silicone ventricular catheter and luer lock connector were identified as part of a kit of codman external drainage ventricular set. As received, the ventricular catheter and luer lock connector were attached together with suture. Visual inspection found the returned catheter with a cut of about 1/2" in length and located at approximately between 1 1/2" to 2" from the tip. A staple was also attached to the catheter at approximately 4 1/2" from the tip. Inspection under appropriate magnification confirmed the presence of dry/crystalized amorphous debris as reported by the customer, covering partially some of the holes at the distal end of the catheter. This type of debris is consistent in appearance with dry biological debris. At the time that the catheter was received the biological debris observed was dehydrated and loose and was not causing a complete occlusion of the catheter. Some of the holes were partially occluded and loose dry debris was found inside the catheter and inside of the returned packaged. However, it is possible that when all the biological debris was in hydrated state inside the catheter, it may have caused the reported occlusion. Accumulation of biological debris at the distal end of the catheter appears to have caused the reported occlusion. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.